Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device took an extended analysis time. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical japan for evaluation. The customer's report could not be confirmed. The device passed comprehensive functional and ECG analysis testing with no discrepancies found. Review of the log showed the aed3 was powered on and detected an electrode pad connection, but initially did not detect a viable patient impedance. Once all criteria was met, the device operated as expected. The delay was likely due to poor patient coupling. The device passed all functional tests, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.